Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced no flow or an "extremely restricted flow" in a one-link IV connector. This occurred during priming. Patient involvement was not specified; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A microscopic inspection was performed with no issues noted. A functional testing was performed on the device with no issues noted. A short simulated therapy was successfully performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.